Manufacturer narrative:
Two blades which were returned loose, had break at curved protion of inner tube. No fragments were missing. Blades showed heavy use, nick marks. One unopened product returned from user facility was evaluated under simulated use. Failure mode could not be recreated. No conclusions can be drawn.

Event description:
Inner tip of 4.5 synovator blade broke and went into joint. Surgeon was cutting meniscus at the time. Fragment was retrieved endoscopically.